Event description:
Surgeon was doing a 2-level anterior cervical fusion. When the screw was inserted, the locking arm on the plate bent. The surgeon removed the plate, and replaced it with a spare implant. When he attempted to place a screw in the second plate the locking arm did not spring back over the head of the screw to retain it. When the surgeon attempted to advance the screw further, he stripped the bone. At this point, he used a different cervical plate system to complete the surgery.

Manufacturer narrative:
Engineering testing has been unable to verify incidents in which the screw catches/bends the spring arm on the plate. The spring arm failing to come back over the head of the screw once installed has been verified, in cases where the guide instruments are not used and the screw is angled in the plate past the recommended range, contrary to instructions in the surgical technique.